Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that pump would not turn on. After being plugged in the pump was able to beep and vibrate however, it was unresponsive and unable to be turned on. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.